Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and also received open book error alert. The customer¿s blood glucose level was 140 mg/dl. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump was exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed.